Manufacturer narrative:
(B)(4). Unit received stuck in h21 alarm loop after battery installation due to c13 voltage leak at interface board. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error alarm due to c13 voltage leak at interface board. The motor was tested outside of the device and passed.

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer reported that the drive support cap was correct. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.